Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "error code 1840". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one cadd legacy plus pump was returned for investigation in used condition. The keypad and labels were intact. A review of the event history log evidenced the following: 0704>  error 1840  (B)(6) 2016 5:58:00 am. Error code 1840 was not replicated at power up, and during the infusion test. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The motor was replaced. The pump subsequently passed functional testing.